Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in both the air-water cylinder and air-water tube. The device also had foreign objects in both the bending section cover adhesive and the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.